Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Upon the second insertion of the turbohawk, the guidewire port split open, thus losing position of the spider wire which was then lodged at the tip. Everything had to be removed at once, including the access sheath, because the spider wire somehow knotted itself at the tip and the turbohawk catheter could no longer be removed through the sheath. Current patient condition: good, but will need a second intervention because they could not complete the procedure. Please reference MDR 2183870-2015-00251 for the spiderfx referenced in this MDR. Evaluation of the returned devices on july 15, 2015 found the turbohawk was inserted a terumo sheath. The spider fx capture wire was bent in a circular pattern proximal to the nose cone of the turbohawk device. The coiled segment of the distal assembly of the turbohawk showed the guidewire tubing was ripped outward and not intact.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).